Manufacturer narrative:
Three evita disposable expiration valves (1 original packed, two without packaging) were available for manufacturer investigation. A visually performed inspection showed that on the two expiration valves without packaging the elbow could be slightly snap out of the valve body by pulling. A consecutive performed leak test with these expiration valves failed. The original packed expiration valve was found to be within specification. Using this expiration valve the leak test passed. Pull-out tests were performed using expiration valves from stock. It was determined that a force of 75-100n is required to disconnect the elbow from the body part. Compared with the standard for conical connectors in breathing systems this measured force is nearly twice of the required standard value. Due to the fact that every expiration valve is tested in the production prior to delivery a potential leakage would be detected. Therefore it is assumed that rough handling of the elbow during connection/disconnection of the breathing circuit or by moving the device was root cause of the loosening of the elbows. If once the elbow is loosened due to a too high applied force during handling it can easy be disconnected afterwards again using less force as the snapping mechanism is used up during this initial detachment process. So the fact that 2 elbows could slightly be snapped out of the valve during investigation can be explained by this.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that due to a loose elbow a leakage occurred in the elbow tube of the disposable expiration valve. The evita xl was reportedly not able to compensate this leakage. No patient injury was reported.